Manufacturer narrative:
Hamilton medical ag comes to the conclusion: fsn was initiated: (B)(4) ((B)(6) 2022): in very rare cases, the backlight of the hamilton-c6 display may fail. This is attributable to a reset of the hmi controller (hmi reset) which causes the display to fail for 2-3 seconds. The device's ventilation function is not affected by this.

Event description:
The following was reported to the hamilton medical ag: original complaint: an unserem c6 ist heute für einen moment lang das display ausgefallen. Die beatmung lief weiter. Im ereignisprotokoll ist auch ein technischer fehler abgelegt. Maschine steht jetzt zur überprüfung in der medizintechnik. Translated into english: on our c6, the display failed for a moment today. Ventilation continued. A technical error is also stored in the event log. The machine is now in the medical department for inspection.